Event description:
Per the surgeon, the patient underwent skin revision surgery (B)(6) 2013 due to skin overgrowth; during the same surgery a longer abutment was placed. The surgeon reported 2 previous courses of oral antibiotics (date, dosage and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.